Event description:
It was reported that the pump was "deader than a doorknob". It was reported that the doctor wasn't being careful and "didn't punch something right". A week later the pump was alarming. The doctor checked the pump to find that it was "dead". The pump died (B)(6) 2010 but was not explanted until (B)(6) 2012. The pump was infusing morphine and baclofen.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4) analysis of the pump found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication.

Event description:
It was reported that the patient had an MRI because she had a "change in symptoms" and they wanted to check the progression of the disease. The pump "stopped functioning" after the MRI and at the point the patient became "sketchy". She stopped coming in and calling. Last year the device was removed and the patient was doing well. The incision was healed. It was also stated "as far as the fatigue goes, it is part of having ms and there is nothing that the pump therapy could do for that". It is unknown if the motor stall in 2009 ever recovered because the patient never came back. The alarm of the pump was due to eos.